Event description:
A customer observed negatively biased quality control results using vitros vanc reagent on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. A single pt sample was processed while quality control was unacceptable, however, the result was not reported. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that negatively biased vanc quality control results were obtained from a single vitros vanc reagent pack, lot # 1514-11-9045. The vitros vanc reagent pack had been stored in the vitros 5600 micro tip reagent supply for approximately 23 hours during which analyzer condition codes indicated that the reagent supply temperature and humidity were outside the MFR's recommended specifications. Acceptable performance was obtained using an alternate vitros vanc reagent pack, lot # 1514-11-9045, that had been properly stored. The root cause of this event is an improperly stored vitros vanc reagent pack.